Manufacturer narrative:
The field service representative found the rinse tubing was corroded and the cells were not fully cleaned. He replaced the rinse tubing and the heat cut filter. The customer performed qc with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable total protein results for multiple patient samples, questionable alkaline phosphatase results for multiple patient samples, and questionable creatinine results for multiple patient samples on a cobas 6000 c (501) module. Refer to the attachment "cn-(B)(4) total protein" for patient results for total protein. The unit of measure for total protein is g/dl. Refer to the attachment "cn-(B)(4) alk phos" for patient results for alkaline phosphatase. The unit of measure for alkaline phosphatase is u/l. Refer to the attachment "cn-(B)(4) creatinine" for patient results for creatinine. The unit of measure for creatinine is mg/dl. It was reported that some of the alleged results were automatically released, and some results were held in the customer's middleware due to having delta flags. It was not provided which specific results were reported outside the laboratory.